Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.8, ref: 3.39, mean: 3.10, confidence limits: 1.8-4.2. Lab result of 15 inr was excluded from comparison test since it was done more than three hours from inratio result. Three hours is considered a reasonable length of time between two readings in order for a comparison to be valid. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Per case comments, customer had a nose bleed and was coughing up blood. Mean calculation from comparison test data provided by end-user revealed that both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Replication testing using returned meter and strips did not reproduce complaint. Results were consistent (2.77 and 2.83). Meter memory record was reviewed and passed. Visual inspection found contamination around and passed. Visual inspection found contamination around heater plate deck, which could affect meter testing. No product deficiency was established. Further investigation is not required. The allowable difference between the inratio inr's and sysmex inr's was calculated. At least two out of three replicates for both samples of lot 221728 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria. No further action is required. Trending and tracking will be performed in review of strip lot# 221728. Total number of discrepant complaints, including this event, is one. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: 2009; inratio: 2.8, 2.8; lab: 15; 3.39.